Manufacturer narrative:
Requests have been made to the facility requesting add'l info regarding the device and event. When the investigation is complete a final report will be submitted.

Event description:
It was reported that the catheter was inserted without difficulty. At the end of the procedure the pt complained of not feeling well. A code was called and the pt expired.